Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
(B)(6) reported 2 pad paks that run out of battery early. Please find below more information: pad-paks lot number: a2772, a2773. No patient involvement.